Manufacturer narrative:
(B)(4).

Event description:
Additional follow-up was received on 10/19/2016 and the surgeon provided the following details. The patient stated that their vision had significantly improved on their last visit and the surgeon reported that their iop was under control with medication. The adverse events were reported to have resolved with a few red blood cells still present in the anterior chamber.

Manufacturer narrative:
The device was discarded by the customer and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities believed to be related to the reported event. Hyphema, iop elevation, and decreased visual acuity are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4). Submitted to FDA: 8/11/2016.

Event description:
The surgeon initially reported being unable to implant the istent due to compromised visualization. Clinical follow-up was requested and on 7/22/2016 the surgeon provided the following additional event details. The patient presented with recurring or persistent unresolving hyphema persisting after 1 week post operation with elevated intraocular pressure and decreased visual acuity. On 7/22/2016 the surgeon reported that the patient was doing well with a visual acuity of 20/60 and iop 10 mm hg. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Clinical follow-up was requested and on (B)(6) 2016 the surgeon provided the following additional event details. The patient was un-medicated at the time of the post-operative iop elevation onset. The patient was placed on more glaucoma medications compared to pre-operation in order to treat the elevated iop post-operatively. The surgeon first prescribed simbrinza tid, timolol bid, and diamox po bid and then decreased to just simbrinza bid at the 1 month post-operative visit. The iop rise resulted in corneal edema, bcva loss of greater than 2 lines compared to pre-operation and eye pain. In the surgeon's opinion the iop rise was due to steroid responder and hyphema. The elevated iop was treated with eye drops and diamox. The hyphema (and subsequent elevated iop) was treated through surgical intervention on (B)(6) 2016 in which the surgeon burped the wound. The patient was not taking any anticoagulant medications pre-operatively or post-operatively.